Event description:
Pharmacist reports one ce intermate lv 250 in which, "the internal balloon burst during pt use, leaving approx 3 ml of product (gentamicin) not delivered to pt." There was no injury or medical intervention that resulted from this incident.

Manufacturer narrative:
The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation will be provided in a follow up report. A batch review has been requested. Should this review reveal any aberrance related to the reported condition, the info will be provided in a follow up report. Similar incidents have been received for the intermate product family. The number of incidents reported is above the expected level of occurrence for this product. This issue is being investigated under CAPA.